Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not fire three times in a row. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a .020" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation(s) not reported by site: the clip applier instrument failed clip test due to misapplication of the clip. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.